Event description:
The patient reported that he has had blood glucose readings of "high" over the last couple of days. He says he changed his infusion site 7 times over the two days prior to calling animas. His blood glucose level reportedly decreased to 117 mg/dl the night prior to calling animas but was elevated to 290 mg/dl again the morning he called. He states he delivered a bolus dose but two hours later his blood glucose level was 360 mg/dl. While on the phone with animas his blood glucose level was reportedly 320 mg/dl. He states he changes his infusion site every 3 to 3.5 days and denies any issues with his infusion sites. The patient did not believe that the pump was delivering basal rates however review of the pump history during troubleshooting demonstrated that the pump delivered the programmed amounts. The programmed amounts were also confirmed as correct. The patient was reportedly using refrigerated insulin to fill his insulin cartridge and does not use proper cartridge fill technique. The prime amounts were not indicative of a full prime process and the patient admitted to manually priming the infusion set by using the cartridge plunger. He also said that he does not prime until 5 drops are seen coming out of the end of the infusion set tubing as recommended. The prime history does not indicate that the patient changed the infusion site 7 times over the past two days as previously stated. Although there was no defect found with the pump, this complaint is being reported because the patient's fill and prime techniques could have caused or contributed to his elevated blood glucose readings.

Manufacturer narrative:
Follow-up # 1 07/21/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the units remaining were found to be correctly calculated and accurately recorded in the pump history. There were no alarms noted related to the complaint in the pump alarm history. Typical usage alarms and warnings were observed in the black box history. The data from the black box history were found to be overwritten due to continued patient use. The "ezprime" operation was performed with no issues noted. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.